Event description:
It was reported that the arthroplasty was revised due to polyethylene wear, tibial loosening and femoral loosening. The components were implanted in situ for approximately 12.8 years. The tibial insert component was revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6) center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter's institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: unknown femoral component, cat # unk, lot # unk, description: unknown tibial component. It cannot be determined which, if any of these devices may have caused or contributed to the event.